Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after the spaceoar vue placement procedure, the physician reported that the hydrogel was noted into the rectal wall under magnetic resonance imaging (MRI). There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a150202 captures the reportable event of gel misplacement non-vascular.

Event description:
It was reported that after the spaceoar vue placement procedure, the physician reported that the hydrogel was noted into the rectal wall under magnetic resonance imaging (MRI). There were no patient complications. Additional information received on 07feb2026: it was further reported that the MRI showed hydrogel in the targeted space; however, there was hydrogel in the rectal mucosa. The patient was scheduled for stereotactic body radiation treatment (sbrt).